Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine has a defective blood pump rotor with tubing guides that come loose and puncture the tubing of the nipro (non-fresenius) bloodlines during hemodialysis (hd) treatment. Additional information was obtained during follow-up from the clinic manager (cm). The patient was a few minutes away from completing treatment on the 2008t machine with a revaclear (non-fresenius) dialyzer when the machine repeatedly alarmed with an air detection message. The medical staff could not identify the cause of the repeated alarms. Treatment was discontinued early. As a precaution the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 300 ml. The patient did not experience a serious injury or require medical intervention. The machine was pulled from service following the reported event. A replacement blood pump rotor was ordered. The machine remains out of service pending the arrival and installation of the replacement rotor. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine has a defective blood pump rotor with tubing guides that come loose and puncture the tubing of the nipro (non-fresenius) bloodlines during hemodialysis (hd) treatment. Additional information was obtained during follow-up from the clinic manager (cm). The patient was a few minutes away from completing treatment on the 2008t machine with a revaclear (non-fresenius) dialyzer when the machine repeatedly alarmed with an air detection message. The medical staff could not identify the cause of the repeated alarms. Treatment was discontinued early. As a precaution the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 300 ml. The patient did not experience a serious injury or require medical intervention. The machine was pulled from service following the reported event. A replacement blood pump rotor was ordered. The machine remains out of service pending the arrival and installation of the replacement rotor. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer found during the complaint investigation objective evidence indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine has a defective blood pump rotor with tubing guides that come loose and puncture the tubing of the nipro (non-fresenius) bloodlines during hemodialysis (hd) treatment. Additional information was obtained during follow-up from the clinic manager (cm). The patient was a few minutes away from completing treatment on the 2008t machine with a revaclear (non-fresenius) dialyzer when the machine repeatedly alarmed with an air detection message. The medical staff could not identify the cause of the repeated alarms. Treatment was discontinued early. As a precaution the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 300 ml. The patient did not experience a serious injury or require medical intervention. The machine was pulled from service following the reported event. A replacement blood pump rotor was ordered. The machine remains out of service pending the arrival and installation of the replacement rotor. No parts were returned to the manufacturer for physical evaluation.